Event description:
It was reported that the top plastic of the reservoir leaks. Customer's blood glucose was 182 mg/dl. Customer also mentioned that she was hospitalized due to low blood glucose however she stated that the insulin pump was working fine. Customer declined to do troubleshooting for low blood glucose she stated that she will speak with her doctor. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.